Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate could not wake the patient up. The patient recently had a heart rate of 60-62 beats per minute (bpm) and was shaking. The patient advocate also thought that the device was not working and so tried to contact the physician and was advised to bring in patient to emergency room. The pacemaker remains in service. No adverse patient effects were reported.